Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer conveyed that the cart did not fall over. The customer requested a part number for replacement. As requested tac provided the replacement part number for braked castor, free castor, and the castor spanner wrench. To date there are no other issue reported. The investigation is ongoing therefore the root cause of the reported phenomenon is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
The machine screw at the top of the braked castor broke off during an unknown event was reported. There was no report of patient involvement, user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, this type of issue is a known failure, and this can occur if the castor bolt to secure the castor to the workstation loosens. It is important that the recommendations in the service manual are followed, it recommends that 6 monthly checks are carried out and to replace the castors if damage is observed. In this case despite being requested the user facility did not provided the service history requested. Olympus will continue to monitor complaints for this device.